Event description:
Customer reported receiving a motor error alarm on the insulin pump. Blood glucose level at the time of the call was 144 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm noted. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.